Manufacturer narrative:
H6. Health effect, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is a faulty dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a "no disposable, pump won't run" alarm occurred. The settings were reviewed, pump was turned off and tubing was clamped. The cassette was removed, and tubing was massaged. Bubbles were noticed in the cassette tubing. The cassette was tapped on a hard surface and reattached. The pump alarm returned upon start up. The process was repeated but the alarm persisted. No patient injury was reported.